Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the power switch has no alarm. Associated malfunctions for this device: hose clamp leaking and inlet filter dirty.